Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump module and console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the se roller pump shutdown instead of switching to battery power when it was unplugged during setup. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s3 roller pump shutdown instead of switching to battery power when it was unplugged during setup. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) received a report that the s3 roller pump shutdown instead of switching to battery power when it was unplugged during setup. There was no patient involvement. A sorin group field service representative was dispatched to investigate. While at the facility the service representative confirmed the reported issue and found that it was caused by an open shunt resistor in the e/p pack. The resistor was replaced and subsequent testing confirmed that everything was functioning properly. The service representative also completed an electrical safety test and the customer was informed that a battery test should be performed in accordance with the operator's manual as soon as possible. A review of the device history record did not find any deviations or non-conformities related to the reported issue. The system was returned to service and no further issues have been reported. Sorin group deutschland will continue to monitor the market for trends.